Manufacturer narrative:
The following updates were made to the report: adverse event, outcomes attributed to adverse event, date of this report, description of event, manufacturer name, city and state, device available for evaluation, initial reporter company name, contact office - name/address/phone number, date received by manufacturer, type of report, type of reportable event, if follow-up, what type, additional narratives/date. The device was not evaluated. Surgeon punctured device prior to implantation. Complaint is not reportable.

Event description:
Surgical instrument damage of device prior to implantation.

Manufacturer narrative:
The complaint received is not reportable.

Event description:
Surgical instrument damage.

Event description:
Surgical instrument damage during implantation resulted in inconsequential extended surgery time.